Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range (oor) high pacing impedance measurement. However, data only revealed a rise in rv pace impedance from 500 to 600 ohms to 830 ohms. A boston scientific technical services (ts) representative explained that the device did measure an rv pace impedance of greater than 2000 ohms but the report would be available after the patient performs patient initiated interrogation (pii). The field representative also reported that the patient was seen in the clinic but they were unable to recreate the oor impedance measurement with isometrics and pocket manipulation. The patient will continue to be monitored via the remote monitoring system and regular clinic checks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.